Event description:
It was reported that during an open spine procedure involving the electrode, the clear plastic insulation fell off the electrode into the patient. The surgeon was able to recover the piece as it was not broken or deteriorated, and it was fully retrieved without the need for an x-ray. No medical or surgical intervention was needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open spine procedure involving the electrode, the clear plastic insulation fell off the electrode into the patient. The surgeon was able to recover the piece as it was not broken or deteriorated, and it was fully retrieved without the need for an x-ray. No medical or surgical intervention was needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the clear insulation was more exposed than it should be. The insulation is no longer attached, and can be pulled out. Functional testing found that the device has signs of use. The clear insulation is damaged. It is suspected the insulation was removed in order to expose more of the electrode. It was reported that the electrode was damaged and insulation was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not modify or add to the insulation of active electrodes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the electrode, the clear plastic insulation fell off the electrode into the patient. The surgeon was able to recover the piece as it was not broken or deteriorated, and it was fully retrieved without the need for an x-ray. No medical or surgical intervention was needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization. There was no patient injury.

Event description:
It was reported that during a spine case involving the electrode, the clear plastic insulation fell off the electrode into the patient. The surgeon was able to recover the piece as it was not broken or deteriorated, and it was fully retrieved without the need for an x-ray. No medical or surgical intervention was needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.